Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained ventricular tachycardia episode that shows oversensing on the ventricular electrogram (egm). The oversensing appears to be crosstalk, as the signals correlate with the atrial pacing. The right ventricular (rv) lead measurements are within normal range. The rv lead is a competitor product. Additional information was received indicating that the presenting egm shows one undersensed rv beat, and then the right ventricular automatic threshold episode shows blips that are oversensed. Technical services (ts) discussed there is occasional oversensing. It was also mentioned that the patient is quite frail due to the patient age, history of complications and deteriorating status, therefore, the physician is not planning further actions for this event at this time and will continue to monitor. The crt-d received an alert due to anti-tachycardia pacing (atp) therapy delivered. Upon further review, it was discussed the atp might be inappropriate. Further review of programmed parameters was recommended. In addition, the hospital reported the patient presenting to the emergency department reporting shocks received, the patient was admitted to the hospital. Ts discussed there is noise/artefact observed resulting in atp delivery and the rhythm continued to be detected in the therapy zone until shocks were delivered. Post shock, the noise/artefact on the rv lead intensifies and additional shocks were delivered. Ts discussed further considerations as an rv lead revision is not the path the physician wants to follow. While in the hospital, the patient experienced ventricular tachycardia (vt) and atp therapy terminated the arrhythmia. It was also mentioned that another doctor had taken the patient off the medications. The crt-d device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained ventricular tachycardia episode that shows oversensing on the ventricular electrogram (egm). The oversensing appears to be crosstalk, as the signals correlate with the atrial pacing. The right ventricular (rv) lead measurements are within normal range. The rv lead is a competitor product. Additional information was received indicating that the presenting egm shows one undersensed rv beat, and then the right ventricular automatic threshold episode shows blips that are oversensed. Technical services (ts) discussed there is occasional oversensing. It was also mentioned that the patient is quite frail due to the patient age, history of complications and deteriorating status, therefore, the physician is not planning further actions for this event at this time and will continue to monitor. The crt-d device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a non-sustained ventricular tachycardia episode that shows oversensing on the ventricular electrogram (egm). The oversensing appears to be crosstalk, as the signals correlate with the atrial pacing. The right ventricular (rv) lead measurements are within normal range. The rv lead is a competitor product. The crt-d device remains in service. No adverse patient effects were reported.